Event description:
It was reported that during use of this drill in oral surgery, the pt received a burn to the right lower corner of the lip. The area was described as dime size and treatment consisted of antibiotic ointment.

Manufacturer narrative:
Investigation findings: conmed linvatec is unable to perform an evaluation of the device, as the customer cannot identify the serial number in use at the time of this event. Furthermore, the user identified that the bur guard in use got hot and not the drill. In addition, it was reported that the bur guard in use was not a conmed linvatec device. The user manual provides the following information: use only conmed linvatec and hall accessories and attachments. Continually check all parts of the instrument or its attachments for overheating. If overheating is noticed, discontinue use and return the equipment for service. The service interval for this drill is every 12 months and every 6 months for its associated bur guards. Warning: failure to follow the maintenance schedule above could result in reduced instrument performance or overheating of the handpiece or attachment. Overheating can lead to possible burn injury to the pt or medical personnel. To reduce the risk of injury, prior to surgery, spin the bur guard on a bur. If the bur guard spins freely, the bearing is still good. Otherwise, the bur guard must be sent for repair immediately. Do not use. The conmed linvatec sales representative has provided additional education and instruction to the facility on this device.